Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services confirmed that there were flickering, stripes or no image. The returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 1-2, the image would cut out and an error message appeared that read "video 1, no signal". No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.